Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A non-medtronic 6fr 45cm sheath non-medtronic guidewire were used. Negative prep was performed without issues noted. The inpact admiral interacted with these devices. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an impact admiral to treat a fibrous lesion with 60% stenosis in a moderately tortuous mid superficial femoral artery (sfa). No embolic protection was used. The device was inflated using a non-medtronic inflation device. The device was prepped as per IFU with no issues reported. The device passed through a previously deployed stent, no resistance was encountered and excessive force was not used. It was reported that a pinhole balloon burst occurred during inflation to 8atm. The balloon was retrieved and removed from the patient. Another 6x150 impact admiral was used to complete the procedure with no complications reported. No patient injury was reported